Event description:
A doctor reports that he has experienced the following symptoms: chest pain and tightness; dyspnea; facial, chest and arm rashes; vesicular skin rash and eruptions on hands and fingers; nasal inflammation and fatigue; weeping red eyes with eczema; and other physical injuries. He states that these symptoms are due to latex gloves that he has worn while working. These gloves are reportedly, made by many different glove mfrs.